Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due lead dislodgement and high pacing thresholds and a capture issue. No further information is available at this time.